Event description:
It was reported that the 2600 system workstation would not boot up prior to a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.